Event description:
Dr. Claimed that during an acucise case, no extravasation was seen. A second catheter was used with the wattage set to 85 watts (package insert warns: do not exceed 75 watts) and extravasation was seen. Dr. Reported that the pt required 3 days postopeartive hospialization due to bleeding complications and flank pain.